Manufacturer narrative:
The suspected faulty power management board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power management board with visual damage observed to component q27 which was shorted. The technician could not test the power management board due to the shorting of q27. Past experience has shown, that the shorting of q27 prevents the batteries from being charged. The power management board was sent to the supplier for failure analysis per procedure and upon the inspection of the board per procedure, the installation of (B)(6) is required. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that batteries in the cardiosave intra-aortic balloon pump (iabp) were not charging. The customer's biomed confirmed that there was a good connection between the iabp console and the cart. It was noted that both batteries in both bays would intermittently start and stop charging. The biomed verified the issue by inserting one battery at a time with one bay vacant. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 12 month product complaint trend data for the period aug 2019 through jul 2020 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Manufacturing received the exch pcb, power management board from the supplier. The supplier verified the failure of the batteries not charging and replaced defective components which were shorted. The board then passed testing. Inspection of the board was completed per procedure with no visual damage observed, and upon inspection of the board the installation of the required rework was verified. A senior repair technician of the national repair center (nrc) installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The board passed testing. The board was packaged and labeled and sent to stock per procedure.

Event description:
It was reported that batteries in the cardiosave intra-aortic balloon pump (iabp) were not charging. The customer's biomed confirmed that there was a good connection between the iabp console and the cart. It was noted that both batteries in both bays would intermittently start and stop charging. The biomed verified the issue by inserting one battery at a time with one bay vacant. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and verified that the batteries were not charging. The stm installed a new power management board then verified that the batteries started to charge and remained charging. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The stm call the customer's biomed the following day and verified that the batteries had charged all the way. Subsequently, the iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that batteries in the cardiosave intra-aortic balloon pump (iabp) were not charging. The customer's biomed confirmed that there was a good connection between the iabp console and the cart. It was noted that both batteries in both bays would intermittently start and stop charging. The biomed verified the issue by inserting one battery at a time with one bay vacant. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.